Manufacturer narrative:
User reported issue was confirmed. Device was found to have a power issue. The device was repaired and retested to meet all the specifications. (B)(4).

Event description:
The user reported that "pump shuts off during infusion with no warning." No patient injury or harm was involved in this case.